Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: epipectoral prostheses with intracapsular rupture of the left, causes asymmetry in breast size, and double capsule, and small nodular enhancement of 2mm.

Event description:
Distributor reported epipectoral prostheses with intracapsular rupture of the left, causes asymmetry in breast size, and double capsule. Also the left breast has small nodular enhancement of 2mm but this has been deemed not device related. Device has been explanted.